Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation on the right side of his chest and pain under the vibration box due to equipment digging into his skin. It was also reported that the patient experienced an irritation on his legs. The patient was unsure if the irritation on his legs was related to the stress test or his pre-existing medical conditions. The patient reported having lupus and scleroderma. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a medrol pack for the skin irritation. Follow up indicated that the patient removes the lifevest to sleep and the skin irritation improved.